Event description:
According to a hill-rom technician. The staff brought a broken bed to the bed shop. He found the brakes don't hold and he replaced the brake and brake steer casters. No injuries or incidents reported.